Manufacturer narrative:
The device has been returned however the evaluation has not yet begun and therefore results are currently unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
The sales rep reported that during a demonstration of the handpiece, the handpiece overheated "around" 1 minute of use. There was no patient involved and there were no injuries reported as a result of this event.

Manufacturer narrative:
The temperature tests confirmed the overheating and found after 5 minutes on the front bearing and rear bearing the temperatures were 135 degrees fahrenheit and 125 degrees fahrenheit, respectively. The motor and collet were worn. If information is provided in the future, a supplemental report will be issued.

Event description:
The sales rep reported that during a demonstration of the handpiece, the handpiece overheated "around" 1 minute of use. There was no patient involved and there were no injuries reported as a result of this event.